Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with central islands in each eye following a standard lasik treatment. The patient received a standard lasik enhancement treatment in each eye approximately 8 months following the original treatments. The patient did not have any loss of best corrected visual acuity prior to the enhancement. Following the enhancement at the one month post op exam the patient's uncorrected visual acuity was 20/20 in the right eye and 20/25 in the left eye. The patient also was experiencing dry eye prior to the enhancement and was treated with restasis and artificial tears.

Manufacturer narrative:
(B)(4). The amo field service engineer evaluated the system at the customer location and no issues were found that related to the reported issue. Field service performed routine calibrations to optimize settings and alignments. All pertinent information available to amo has been submitted.